Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s.. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.5/+2.0/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The lens was implanted, removed, and replaced intraoperatively with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is reported as unknown.